Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (clip turned on its side, the valve contorted) resulted in the reported clip movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report after deployment, the clip turned which required an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and was successfully deployed without issues. After deployment, the clip turned on its side, the valve contorted. The clip turned from 9:30 position to 3:30 position (on the clock face). The clip remains attached securely to both leaflets. A second clip was used to stabilize the clip, but mr remained at 4. No additional information was provided.